Manufacturer narrative:
Approximate age of device- 4 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient was being followed due to partial pump thrombosis. The patient was admitted from (B)(6) 2018. Log file analysis showed pump parameters trending slightly downwards. CT scan was unremarkable. Transesophageal echocardiography (tee) showed thrombus at apex with concern for intermittent ingestion by inflow cannula. The patient's lactate dehydrogenase (ldh) level was 1600 at outpatient lab and 622 on admission. The patient was started on angio max. The patient was on triple antiplatelet therapy with plavix, aspirin, and oac. The patient's lactate dehydrogenase (ldh) level normalized and the patient will continue to be monitored. The patient and family are aware of the sign and symptoms of a possible clot. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could no conclusively be established through this evaluation. Additionally, the submitted log file showed no unusual events. The hmii lvas instructions for use lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
F9: corrected information- approximate age of device- 4 years, 1 month. No further information was provided. The manufacturer is closing the file on this event.